Event description:
The reporter indicated that an initial interrogation of a vns pt's generator revealed that the device was no longer at intended settings. The reporter added that a depleted 9volt battery had caused some communication difficulties at the pt's previous office visit, which prevented her from performing a final interrogation of the pt's device prior to dismissal. Good faith attempts for pt programming history have been unsuccessful to date.